Manufacturer narrative:
Device used for treatment, not diagnosis. The locking cap has most of the sd25 form torn away with nicks and scratches on the sd25 face. Because the locking cap is assembled, further visual review is not possible. All described nonconformities are post manufacturing. The sd25 form cannot be measured because of damage. The thread pitch diameter and raw material cannot be measured because product is assembled. With relevant features either unobtainable or damaged, complaint will be indeterminate from a manufacturing perspective. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional codes: mnh, mni, kwq, kwp. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation is ongoing.

Event description:
Initial thoracic lumbar fusion surgery occurred on (B)(6) 2011, approximately t10 to l5. On (B)(6) 2013, the patient underwent surgery to remove the hardware at her request due to complete fusion. The surgeon removed 18 screws, 17 locking caps and 2 rods. In attempting to remove the 18th locking cap, 3 different screw driver tips broke. All 3 pieces were retrieved, verified by x-ray. The surgeon was unable to remove the 18th locking cap. Therefore, he used rod cutters to cut the rod above and below the locking cap to allow all hardware to be removed. It was noted that most of the caps came out fine although; some were harder to remove than others. Surgery was prolonged approximately 5 to 10 minutes. Patient reportedly was doing fine with no other issues noted. This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Product development event evaluation: the matrix spine system offers locking cap (04.632.000) to fix a 5.5mm rod to the all the available matrix pedicle screws. The chu reviewed drawings. These drawings detail the appropriate dimensions, thread form specifications, materials, and finishing processes for a successful locking cap. The evidence from the returns suggests the surgeon did not use the torque limiting handle. If the user does not use the torque limiting handle, the locking cap and drivers can experience deformation that would prevent disassembly of the construct. Once damaging the driver features in the locking cap, the surgeon must use non-conventional means to remove the construct. The chu reviewed design_and_clinical_risk_management adequately addresses the hazard and harm of this complaint. The device was used for treatment, not diagnosis.